Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported having problems scrolling through the screens since (B)(6) 2012. The patient described when scrolling through screens some screens would be skipped over. The patient claimed this happened in various menus. The patient wore the pump attached to a belt and did not clean the pump. The patient denied any exposure to moisture and denied damage to the pump. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the button responded appropriately. There were no stuck or hyperactive buttons. There was no defect found.